Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). B5 - describe event or problem: updated.

Event description:
It was reported that shaft leak occurred. A 95% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.75mm rotapro was selected for use. During the procedure, outside the patient, while trying to cross a calcified lesion, it was noted that there was a leakage of rota flush coming out from the rota burr sheath around 25 cm away from the advancer. The procedure was completed using an alternative device. No patient complications were reported. It was further reported that the target lesion was location in the mid left anterior descending artery.

Manufacturer narrative:
E1 - initial reporter address 1:(B)(6). B5 - describe event or problem: updated. Device evaluated by manufacturer. The complaint device was received for product analysis. A visual examination identified that the sheath was torn at 16.5cm and 16.9cm from the strain relief. A microscopic inspection revealed that the strain relief and was worn at 16cm, 16.2cm, 16.6cm and 17cm distal from the strain relief. The reported event indicated that the device was leaking fluid from an abnormal position on the device. Product analysis confirmed the reported event, as the sheath was torn and worn. As a review of the device history record shows that the device was manufactured per specification, review of the instructions for use indicates that the device is not to be used if damages or defects are identified prior to use, and the reported events do not indicate any damages or defects to the device during unpackaging, it was considered likely that the reported events occurred as a result of factors encountered during device handling, such as potential overtightening of the hemostasis valve leading to damage to the sheath. Additionally, a photo was provided with the reported event, but no evidence of the reported events was provided and it did not aid in the investigation. No other issues were identified during the product analysis.

Event description:
It was reported that shaft leak occurred. A 95% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.75mm rotapro was selected for use. During the procedure, outside the patient, while trying to cross a calcified lesion, it was noted that there was a leakage of rota flush coming out from the rota burr sheath around 25 cm away from the advancer. The procedure was completed using an alternative device. No patient complications were reported. It was further reported that the target lesion was location in the mid left anterior descending artery.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that shaft leak occurred. A 95% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.75mm rotapro was selected for use. During the procedure, outside the patient, while trying to cross a calcified lesion, it was noted that there was a leakage of rota flush coming out from the rota burr sheath around 25 cm away from the advancer. The procedure was completed using an alternative device. No patient complications were reported.